Event description:
It was reported that the ventilator had no flow with an audible alarm. No patient harm reported.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. Bench testing revealed that the ventilator's turbine was seized due to an unknown black contaminant within the turbine assembly. It is recommended that the turbine be replaced to correct the reported problem.